Manufacturer narrative:
Continuation of d10: product ID dvea3e4 ((B)(6) ); product type: 0235-ICD; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received an inappropriate shock due to myopotential noise detected by the extravascular (ev) lead. In addition, it was noted that an episode with an abandoned charge had occurred the month prior, however no alert had been transmitted by the extravascular implantable cardioverter defibrillator (ev-ICD). The ev lead was reprogrammed and remains in use. The ev-ICD remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the ev lead had also triggered a noise warning due to oversensing-noise episodes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.